Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: b3 additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign objects in connecting tube" malfunction would likely be related to the reprocessing that was not conducted properly due to leakage from electrical connector. The event can be prevented by following the instructions for use which state: IFU states that detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation form instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects on the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus and the device evaluation found foreign material was in the connection tube. The universal cord had a wrinkle, the grip and connection tube was deformed, light guide lens has a crack, air/water cylinder and suction cylinder had no color, switch 1 had a cut, switch box, forceps channel port, right/left knob, upward/downward angulation knob, scope connector cover unit and scope connector had scratches, due to deformation of electrical connector guide pin, water tightness was lost, number of maximum cumulative uses was reached, sheet holder unit and electrical connector had corrosion due to water leakage and due to a crack on plastic distal end cover the insulation resistance value at distal end did not meet the standard value. The cleaning, disinfection, and sterilization (cds) was performed by the customer prior to the device being returned to olympus for repair. There was no delay in the start of pre cleaning, the air / water nozzle was flushed with water and air, the endoscope was immersed in the detergent solution, the air / water nozzle was wiped and brushed with clean lint-free cloths / brushes / sponges, and there were no concerns about the reprocessing process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.